Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the needle bellows, on the lh50 instrument, were not draining completely. Customer also stated that there was diluted blood on the top of the needle bellows. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and indicated that the issue seems to happen randomly. Fse replaced check valve 47-b, which caused a restriction when draining the needle. This resolved the issue. Fse verified instrument operation by running startup and controls, and all passed. No further leaks were reported.